Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when testing a blood sample on a galileo echo.

Manufacturer narrative:
Immucor technical support used remote electronic connection method to assess the customer instrument test wells in question on (B)(4) 2014.